Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that elevated pacing thresholds were observed during follow-up. The lead was repositioned in 2008, and remains implanted.